Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
It was reported that after a regular follow up at the hospital on (B)(6) 2017, the device do not communicate anymore with the remote monitoring system, despite several programming attempts.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
It was reported that after a regular follow up at the hospital on (B)(6) 2017, the device do not communicate anymore with the remote monitoring system, despite several programming attempts.